Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of noise noted on the right atrial (ra) lead. The lead was capped and replaced, and during the replacement procedure there was insulation damage noted on the lead. The patient was stable with no consequences.